Manufacturer narrative:
The returned explanted graft was evaluated by co's consulting patholigist. A copy of that report is attached. The mfg batch records for the device were reviewed. The batch records were not atypical-there are no similar incidents against this batch. Note: late dilation (5 yrs and greater) of knitted textiles grafts has been reported in the literature. It is suggested that pt follow-up be performed. Gross description: rec'd in formalin is a segment of dacron vascular graft that measures 8 cm in length. The entire specimen measures approx 7 cm in circumference. There appears to be split down the midline of the vascular graft. Focal areas of thrombosis and neointimal are identified on the luminal surface. Rep sections are embedded under md-974, md-975 and md-976. Several sections of the vascular graft without the split or tear are embedded under md-977. Microscopic description: segments of a dacron vascular graft with focal loss of integrity are identified. The focal areas of loss of integrity of the dacron vascular graft show the presence of a well-healed fibrous capsule which has replaced the dacron material. On the luminal surface of the fibrous capsule is protein deposition. No acute or chronic thrombosis is identified. No evidence of hemorrhage is identified. Focal areas of the luminal surface of the dacron vascular graft show the presence of a pseudointima with fibroblasts and collagen. Fibroblasts and collagen are identified within the interstices of the dacron vascular graft and on the outer surface of the dacron vascular graft. No acute and/or chronic inflammation is identified. Summary: segments of a dacron vascular graft with focal loss of integrity are identified. A fibrous capsule has replaced the dacron fabric. No acute or chronic thrombosis is identified. No hemorrhage is identified. No acute or chronic inflammation is identified.

Event description:
Co has now learned that the graft was implanted on 4/5/79 for a resection of an aortic aneurysm. The graft was also explanted on or about 9/26/97 due to its deterioration and a true aneurysm. In addition, the pt's condition after surgery is reported as "no problems."